Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp would not function on battery power is not able to be confirmed. The root cause of the complaint is undetermined. Additional information received. The pump powered on when it was plugged into a power outlet and the pump was continued to be used. No other complaints for this pump have been reported. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the patient was being prepped to be transferred, it was noted that when the intra-aortic balloon pump (iabp) was unplugged the pump turned off. The pump was plugged into the ambulance invertor. Once, the patient arrived, the pump was unplugged, and the pump turned off again. No adverse effect to the patient. The patient outcome reported as stable. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was being prepped to be transferred, it was noted that when the intra-aortic balloon pump (iabp) was unplugged the pump turned off. The pump was plugged into the ambulance invertor. Once, the patient arrived, the pump was unplugged, and the pump turned off again. No adverse effect to the patient. The patient outcome reported as stable. There was no report of patient complication or serious injury and death.